Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer's wife reported via phone call that customer were hospitalized due to high blood glucose level on (B)(6) 2022. Customer¿s blood glucose level was 400 mg/dl at the time of hospitalization. Customer was treated with manual shot high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Current blood glucose was 104 mg/dl. Customer was assisted with troubleshooting for high blood glucose level. Customer alleged insulin pump was under delivering insulin due to blood glucose was not going down. No further patient complication were reported. The customer will continue to use the device.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. The pump was also programmed with tests boluses and monitored. All boluses delivered properly with water exiting the infusion set. No bolus anomaly noted. The pump was monitored with a basal profile. The basal profile delivered properly. No basal anomaly noted. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on the event date listed in the pump history file. (B)(6) 2022 16:47:13.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 11.5 bolusamountdelivered = 11.5 (B)(6) 2022 16:51:34.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 there was no auto suspend alarm noted on the event date listed in the pump history file. However there was user suspended alarm note on the event date listed in the pump history file. (B)(6) 2022 05:12:33.000 insulindeliverystopped reasonforinsulindeliverysuspension = user suspended (B)(6) 2022 23:13:43.000 insulindeliverystopped reasonforinsulindeliverysuspension = user suspended there was only no delivery alarm noted on the event date listed in the pump history file. 07/29/2022 11:22:11.000 alarmalertnotification faultnumber = no delivery (7) - during bolus 07/29/2022 11:32:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal the pump passed the functional testing. Unable to confirm alleged high bg's. Possible under delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.